Event description:
It was reported that a symptomatic patient, experiencing pocket stimulation presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. After a user download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.